Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of wanting to test the insulin pump using the high pressure test. Customer called previously to troubleshoot, but did not have a tubing clamp available. Customer's blood glucose was 300 mg/dl at the time of incident. Troubleshooting found that the high pressure test did not pass and customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No excessive no delivery alarm noted. All operating currents are within specification. The motor traveled completely outward with the reservoir volume icon displaying empty. No reservoir volume icon anomaly noted during our testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads and cracked case.